Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an eds external drainage system (ID 821731c) was leaking through the tap (faucet). The system was replaced in the intensive care room. The drainage system was placed on (B)(6) 2024.

Event description:
N/a.

Manufacturer narrative:
The external drainage kit was returned for evaluation: DHR - lot 7408810, conformed to the specifications when released to stock failure analysis - the eds was visually inspected and confirmed leakage in the faucet. Crack and stress marks were noted between the connection. Root cause - the possible root cause for the issue reported by the customer is probably due to using atypical force when connecting the collection bag. As noted in the IFU, finger tightens only.